Event description:
The pt noted that the pt's head was not as previously positioned, then noted that the double pin assembly was not locked and noted laceration. Pt noted that the locking arrows were not properly aligned at post procedure.